Manufacturer narrative:
The reported event could be confirmed, since the returned drill bit is out of specification. The device inspection revealed the following: two drill bits, laser marked with catalog number 703690, were returned for evaluation. The visual inspection does confirm a difference in the dimensions, the drill bit with the lot am10/bb is thicker and longer that the drill bit with lot am11/bb. The dimensional inspection with a caliper has shown the drill bit with lot am10/bb has a diameter of 2.59mm, while the specification requires a diameter of 2.00mm 0/-0.02. Based on that it can be concluded that this drill bit is out of specification as complained. Based on investigation, the root cause was attributed to a manufacturing related issue. One step during the manufacturing process was not carried out properly and that the returned 2.6mm drill bit was marked with a incorrect catalog number. An non-conformity report was opened at the manufacturing site to address this event.

Event description:
As reported: "a packet marked as 2.0 drill and colour coded as such wasn't a 2.0 drill. Caused slight harm to wrist of the patient when drilling the screws on shafts of radius plate and holes too large for screws. When re-drilling an adjacent hole the plate could be put back on but at a less optimal position. Checked alongside another 2.0 drill from different packet and was very different".

Event description:
As reported: "a packet marked as 2.0 drill and colour coded as such wasn't a 2.0 drill. Caused slight harm to wrist of the patient when drilling the screws on shafts of radius plate and holes too large for screws. When re-drilling an adjacent hole the plate could be put back on but at a less optimal position. Checked alongside another 2.0 drill from different packet and was very different."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.